Manufacturer narrative:
One photo was shared by the customer, where a tube separation from the inlet filter is observed, no additional damage or anomalies are observed on the photo, the sample look like was never used before. Complaint (B)(4) was used as references for this complaint, 3 samples with a separation from the outlet filter were received, the od of the returned samples were measured finding within specification. Complaint of tpn filter broke can be confirmed based on the physical used sample evaluation. The probable cause was due to an insufficient solvent applied during manual process assembly. The device history lot was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
An event involving a 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer experienced disconnection. There was a patient involvement, unknown human harm. The initial reporter stated that the customer was notified by bedside that the tpn (total parental nutrition) filter became spontaneously disconnected from the tubing. The customer asked to stop the tpn, disconnected the tubing, and inform the covering service. The customer also provided the bedside rn with the number for the main pharmacy so that a new tpn filter can be sent up. The customer requested that the bedside rn place the broken tpn filter in a biohazard bag, in case pharmacy wishes to examine the product. Second event for the patient, tpn rate was 52 ml/hr. Per documentation infusing via left femoral central triple lumen. Upon inspection of saved broken filter tubing that connects to the patient (female end) disconnected from the filter, patient with restraint orders.

Manufacturer narrative:
D4. And h4. Because lot number is unknown, the expiration and manufacture dates are unknown. E4. The initial reporter phone number was not provided